Event description:
Pt with multiple medical problems presented to ER in a code situation. Zoll defibrillator experienced intermittent charging problems which did not affect the outcome of the code. Defibrillator was returned to zoll and a loaner was secured the following day.